Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-21 improper technique of obtaining or applying blood sample. Test strip (B)(4). Unable to contact the customer via telephone at call backs on 08/22/2017, 08/24/2017 and (B)(6) 2017. At call back on (B)(6) 2017, the customer's condition had improved and he did not currently have any diabetic symptoms. On (B)(6) 2017, the customer was taken by ems to the hospital. The diagnosis from the hospital was that the customer was overmedicated. The customer's diabetes medications were decreased to prevent an adverse drop of blood glucose and one of the medications was eliminated. The customer's blood glucose test result when at the hospital was unknown. The customer was discharged from the hospital on (B)(6) 2017. There were no additional blood tests performed using the truemetrix meter.

Event description:
Consumer reported complaint for e-0 error: invalid hematocrit. Paramedic's are on scene and calling on behalf of the customer; calling from customer's cell phone. Paramedic stated meter read repeated e-0 error with multiple test strips and customer was experiencing symptoms of hypoglycemia; customer was shaky and sluggish. Blood glucose result obtained using paramedic's device was 32 mg/dl (not disclosed if fasting or non-fasting). Customer was given oral glucose and breakfast to raise blood glucose level. Paramedic calling was uncooperative and disconnected call before attempt to troubleshoot. Call back was made and paramedic declined further assistance but placed customer on line and customer stated he felt better. No further information was able to be obtained. The customer's expected blood glucose test result range was undisclosed. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product storage was undisclosed. The test strip lot manufacturer's expiration date is 10/31/2018 and open vial date is (B)(6) 2017. The meter memory was not reviewed for previous test result history. (B)(6). Fire department was on scene - states meter reads repeated e-0 and patient is experiencing symptoms of hypoglycemia. Glucose readings on fire department device was 32 mg/dl. Patient was given oral glucose and breakfast to raise blood glucose level. Paramedic calling on behalf of patient was uncooperative and hung up prematurely before being able to attempt any troubleshooting. Made call back - same paramedic answered the patient's cell phone and declined further assistance - however placed the patient on the phone when asked if he had authority to make decisions for patient. I spoke to patient directly - customer states he feels better - and he was advised that callback will be made in 24 hours to determine if symptoms improved and gain address to send replacement meter, strips and control solution. No further information available at this time.